Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm2) for failure analysis investigation. The unit was analyzed and error was found indicating fault on the axis 2,3,4,5,6 ,7, confirming the fault occurred in the field. Upon visual inspection, the mtm2 was installed onto a golden system where the error was triggered indicating fault on the axis 2, axis 4, axis 5 and axis 6 replicating the reported event. The mtm2 was then installed onto a surgeon side console (ssc)sftp where power up was found to be failing on the axis 2, axis 4, axis 5 and axis 6. Once testing was completed, axis 2, axis 4, axis 5 and axis 6 motor were aba tested and was verified to be the source of the fault. The probable root cause is attributed to electrical and fiberoptic defect pertaining to the axis 2, axis 4, axis 5 and axis 6 motor of the mtm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted liver resection, there was an issue with deploying for docking. An intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting support. The site had already restarted the system before contacting support. The tse reviewed the logs and identified multiple errors related to the right manipulator during initialization. The tse instructed the caller to power down the system and disconnect the fiber attached to the surgeon side console (ssc). The tse also advised ensuring that the right manipulator was free to move during initialization. The system was able to initialize without errors when ssc 1 was not connected. To further investigate, the tse asked to reseat the fiber at ssc 1, which resulted in the previous errors reappearing. The tse confirmed that ssc 1 could still be used as a viewer and informed that a service repair was necessary to resolve the ongoing issue. The procedure was completed with no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm2). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.